Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had compromised for sensor system alarm at 4.0 lbs. During prime test due to moisture damage inside force sensor system alarm. The occlusion test was unable to be performed due to compromised force sensor system alarm. The pump had cracked display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir o-ring.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 547mg/dl. The customer treated the high with manual injection. The customer was unable to clear the alarm due to the high blood glucose levels. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.